Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 112 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is not advancing even after the battery has been changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: no button error alarm. Unit received with intermittent act button response due to flattened button keypad dome. The button keypad connector was found closed properly during visual inspection. Unit had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. No frozen screen, time/clock works properly. No unexpected unit vibrating on its own.